Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The stent struts were pulled and stretched distally from mid-section to the distal end of the stent over the tip. The stent struts on the 1st proximal stent strut row appeared open. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Proximal stent damage most likely occurred during advancing attempts whilst distal stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and the distal balloon cone could not be reviewed as it was covered by the stretched stent struts. The proximal balloon cone appeared creased most likely due to damage that occurred during advancing attempts. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-may-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75 x 38mm synergy drug-eluting was advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.